Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) frequently alarmed "leak in iab circuit." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge authorized distributor field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and although was able to reproduce the reported issue, however, was unable to determine the cause of the malfunction. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) frequently alarmed "leak in iab circuit." No patient harm, serious injury or adverse event was reported.